Event description:
It was reported that during a remote follow up, post paced t-wave oversensing suspected to be associated with fusion/pseudofusion was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, post paced t-wave oversensing suspected to be associated with fusion/ pseudofusion was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.